Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the two lines of the homechoice cassette and two solution bags, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between two lines of the hc cassette and two solution bags that led to this alarm. Renal therapy services (rts) explained the alarm. No damage was noted on the supplies and the connections were properly tightened before therapy started. Rts advised the hp to contact their nurse regarding incomplete therapy. Proper procedures per the user manual were reviewed with the hp. The hp would use manual supplies to drain. There was no patient injury or medical intervention associated with this event. No additional information is available.